Event description:
Using bayer glucometer "contour next blood glucose meter" reading consistently 20 to 40mg/dl below verified readings. I am a type 1 diabetic with insulin pump, this reading is critical to controlling my diabetes and a blood sugar reading of 56mg/dl instead of 89mg/dl is dangerous to my health. I contacted bayer and they told me the meter, but did replace, was working fine, and if I did not like the strips I should donate to someone else. I may be the outlier but just in case I am not. It is critical that this be at least recorded.